Event description:
It was reported that: while client was on vent 2 staff heard it alarming. When staff entered room dad was bagging client. Client safely transferred to another vent by staff.

Manufacturer narrative:
The provided service report and the device logbook were analyzed. A drager service engineer was requested to check the device after the event. According to the service report the reported problem was first traced to the external batteries, which failed after 45 minutes of use without mains connection. New batteries were ordered and have been installed on the following day. The device log was analyzed and revealed a blower failure alarm. The blower is the main actuator of carina ventilators. Therefore the blower was also replaced. The following testing was passed. Drager received this complaint more than 6 months after event and repair. Therefore the replaced parts were already discarded and the root cause analysis by investigation of these parts was not possible. The device generated alarm when the problem occurred and the alarm was reportedly heart by staff. The failure rate of batteries or blower is non conspicuous. No further measures are planned.